Manufacturer narrative:
Ligament tension was reported to be loose for patient with a bicompartmental knee implant. Revision surgery is planned to exchange the poly insert. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Ligament tension was reported to be loose for patient with a bicompartmental knee implant. Revision surgery is planned to exchange the poly insert.